Manufacturer narrative:
The sample was received for evaluation. Visual inspection and functional testing were performed. Functional testing included leak testing, clear passage test, and clamp function testing. The cause of the reported leak occurrence was determined to be small hole in the tubing identified during visual inspection and leak testing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a transfer set was leaking from a pin hole. This event occurred during use with patient involvement. It was unknown how long the product had been used for. There was no report of patient injury or medical intervention associated with this event. No additional information is available.